Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional reason for reoperation is capsular contracture baker grade iii.

Event description:
Physician additionally reported capsular contracture, baker grade iii.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture.

Event description:
Physician reported a left side rupture. The device was explanted.

Event description:
Physician reported a left side rupture and capsular contracture, baker grade iii. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening, brown particles material was found on the shell and fold creases. A weight test of the device was verified and the device overweight. A microscopic analysis was performed which identify: one opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening.